Manufacturer narrative:
Product codes: mnh, mni, kwq, kwp. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that during a surgery on (B)(6) 2013 a screw head broke off during placement and was replaced by another. Surgery was reported prolonged for an unknown number of minutes, and completed without complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). According to the manufacturing evaluation a ti matrix polyaxial screw was received with the body-collet detached from the screw. There were visible obvious damage to the thread, approximately (B)(6) percent of the thread was peeled and relocated into the last thread. There were nicks and dents on the face and extensive deformation to the form extending approximately (B)(6) percent of depth. There was missing anodize at the bottom of the form indicating that the instrument at one time entered to full depth. There was minimal damage to the body-collet. The spherical outer diameter on screw has flattened peaks in the bead blasted area. All described nonconformities are post manufacturing from a manufacturing perspective because anodize is missing in the described damaged areas. Device is not broken, body-collet is designed to be removed and attached. Complaint is invalid because the screw and body-collet performed as designed. No specification can be measured due to the inherent design of the spherical internal and external diameters. Raw material is unobtainable on collet because it is assembled, but was verified as correct in DHR.